Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited no capture at high output and was reprogrammed. The patient experienced bradycardia, congestive heart failure and the patient died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was taken to the emergency room (ER) as the patients heart was "going in the 40's or 30's". When in the ER "the hcp stated the pacemaker is not working". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.